Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: surgery for femoral trochanteric fracture took place on (B)(6) 2016. During the surgery, the reported pfna (proximal femoral nail antirotation) japanese was applied for the patient's femur. The patient complained a pain in the operated area during the rehab. Then, x-ray was taken on (B)(6) 2016., and it revealed that the tip of the reported blade had been penetrated from the patient's femoral head. The patients still has the pain in the hip joint and difficult to perform the hip flexion. Besides, frictional sound has come from the operated part of the patient. The surgeon will have a meeting with the patient on (B)(6) 2016, to decide whether the revision will be held or not. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Additional product code: hwc. (B)(4). (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.